Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 16245157 was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that three machines were down and unable to establish a connection, running slowly unless the network was unplugged. A field service engineer (fse) worked with the hospital's information technology (it) team and a technical support specialist (tss) to identify a quirky port in the switch closet. The three machines were switched over. The fse found that the device would freeze or show a black screen when rebooted with the network cable plugged in, but worked properly when the network was unplugged, though it was not connected. The fse replaced network cable and communication sled in the device. After rebooting, the device still did not boot up properly. The device was left with the network cable unplugged so the user could still access medications. The fse verified with the customer that the network cables were replaced, contacting their it on b15s-back and b15n-back to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had blackscreen & showing offline on rss. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had blackscreen & showing offline on rss. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.